Event description:
It was reported that the customer was hospitalized for a bladder infection and high blood glucose. His blood glucose was 366mg/dl at the time of reporting, which he treated with a manual injection. He also reported no delivery alarms on his insulin pump during bolus doses. The insulin pump is being replaced. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No unexpected no delivery alarm noted. The insulin pump has minor scratched display window, cracked case at display window corner, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.